Manufacturer narrative:
Patient age at time of event is currently unknown as information was not provided. Patient sex at time of event is currently unknown as information was not provided. (B)(6). User facility phone number unknown as information was not provided. (B)(4). Investigation- a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. The device appeared to have a circumferential. Over inflation has been known to cause balloon rupture, but the report stated the pressure used was below the rated burst pressure. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. The user did report that the area being treated was calcified and diseased. A definitive root cause cannot be determined. The balloon is inspected for wall thickness, visual defects, and presence of crow's feet. In addition, inspection is performed for balloon rated burst pressure and to ensure the balloon does not burst radially. Per quality control, each device is wired with the appropriate wire guide. The wire is inserted through the catheter until wire exits distal tip. The inspector is instructed to feel for a smooth transition at distal tip and the wire should pass through without excessive force. Inspectors also verify integrity of proximal and distal balloon bond and checks balloon for surface defects. The device is shipped with IFU that describes the intended use, specific items are addressed such as: adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The label states the rated burst pressure is 12 atm/bar. A search of the affected lot number (5822685) showed this to be the only complaint received on this lot number. The risk was assessed by conducting a quality engineer risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time.

Event description:
During the procedure, the balloon ruptured circumferentially before the nominal pressure was reached at 7-8 atm. The patients anatomy was noted to be calcified. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
During the procedure, the balloon ruptured circumferentially before the nominal pressure was reached at 7-8 atm. The patients anatomy was noted to be calcified. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.